Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who underwent implantation of a neurostimulator (ins) for dystonia. It was reported that the patient experienced redness and infection over the incision for the ins. The patient's healthcare provider (hcp) decided to remove the ins. The hcp also chose to remove the extensions to prevent the infection from migrating up. The hcp reportedly will not provide any further information. The patient reportedly was unable to bathe regularly due to her history of dystonia. There were no further complications/symptoms and no further complications/symptoms anticipated.